Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked; able to cough up the part he had swallowed [choking sensation]. Nearly choked whilst cleaning teeth as brushhead came apart in the mouth [injury associated with device].. The head came apart in his mouth [device breakage] case description: salesforce case number (B)(6). A consumer reported that while her husband used an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came apart. The reporter stated that he nearly choked, but was able to cough up the part that he swallowed. The brush head had been in use just over one week. The case outcome was recovered. No further information was provided.